Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Batch number b7e82j1 does not match catalog 366594 provided. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to piece of cal stuck in finger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet device experienced the lancet breaking off. The following information was provided by the initial reporter. The customer stated: the lancet was used on (B)(6) 2021. The customer noticed after two days that a tiny piece of the lancet was stuck in the finger. The customer removed the piece with tweezers. Were there any injuries to the user, patient or third party: not directly. The client's injury resulted from the intended use of the lancet. Nevertheless, the client had prolonged pain in the finger, possibly caused by the piece of the lancet.